Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the filter was embedded in the ivc wall, the patient had blood clots, clotting and occlusion of the ivc. The patient underwent the unsuccessful attempt to remove the filter percutaneously two months and eighteen days post implantation. During the removal attempt, there was visible thrombus seen on the side of the vena cava. The patient also reports to be suffering from pain in her back, chest and legs, and anxiety. According to the medical records, the pre-operative diagnosis prior to the removal attempt was that the patient has a history of inferior vena cava (ivc) thrombus and left renal vein thrombosis. It was reported that a patient underwent placement of an optease vena cava filter. It was reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, thrombus within the filter and the inferior vena cava (ivc), failed retrieval attempt, and the filter being unable to be removed. As a proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information contained in the patient profile from (ppf) indicated that the filter was embedded in the ivc wall, the patient had blood clots, clotting and occlusion of the ivc. The patient underwent the unsuccessful attempt to remove the filter percutaneously two months and eighteen days post implantation. The reason for the attempted explant was inferior vena cava thrombus and left renal vein thrombosis. During the removal attempt, there was visible thrombus seen on the side of the vena cava. Attempts were made to retrieve the device, but it would not move through the sheath, as the apex and upper aspect of the filter remained firmly stuck. The decision was made not to keep pulling on the filter and do a follow-up cavogram, which showed that the clot had migrated to the apex of the filter, thus rendering it unable to be retrieved. The patient also reports to be suffering from pain in the back, chest and legs, and anxiety. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor device history record ((DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post-placement imaging and with the limited information provided, the report of embedded, retrieval difficulty, thrombosis, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Manufacturer narrative:
As reported by the legal team, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, thrombus within the filter and ivc, failed retrieval attempt, and filter is unable to be removed. As a direct and ill proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis in the device/vena cava does not represent a device malfunction. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2010; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of defendants optease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, thrombus within the filter and ivc, failed retrieval attempt, and filter is unable to be removed. As a direct and ill proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.